Event description:
The customer reported lines on the monitor or image. This made the images produced degraded to the point in which they were usage. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.